Manufacturer narrative:
Plant Investigation: A visual inspection of the returned Cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage Verification Check Failed. When powering the cycler, it does not turn on. An internal inspection of the cycler found Corrosion on I/O Board, which caused Thermal decomposition on the IC35 Component. Replaced I/O Board for further testing. Voltage Verification Check Passed. Touch Screen Test¿passed.¿System Air Leak Test Passed. Valve Actuation Test Passed. Teach Pumps Check Passed.¿Post-AST 2 hours 15 min 8500 mL test was performed and completed without any failures or problems. Rebooted Cycler after completing Simulated Treatment and no problems were found. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the Mushroom Heads. The Device History Record did not reveal any issues related to the reported symptom code (s). Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (PD) patient contacted Fresenius technical support (TS) 0n (b)(6) 2026 to report that the liberty select cycler Powered Down. The issue occurred in Power Up. The display was blank and there was no power outage. There was no outlet issue, the power cord was securely plugged in. The power switch was in ON position. There was no sound when OK/STOP buttons were pressed. Switched cycler on and the USB light turned on and off. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (PDRN) of the event. A replacement cycler was issued to the patient. It was confirmed that at least one full treatment has been completed with this cycler. Upon follow-up conducted on (b)(6) 2026 the patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.